Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in an arteriovenous fistula in a severely tortuous and severely calcified vessel. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilation. However, during inflation for more than 3 times, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in an arteriovenous fistula in a severely tortuous and severely calcified vessel. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilation. However, during inflation for more than 3 times, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 14mm in length and extended from a position 12mm proximal of the distal markerband to 1mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.